Event description:
Approx. 1 year following successful implant of gore tag thoracic endoprosthesis devices, CT scan at the 1 year follow-up revealed a pocket of fluid on the aorta proximal to the proximal tag device, suggestive of infection. The fluid pocket ruptured and subsequently, the pt died. An autopsy was performed and the tag devices were removed. Initial info received indicates that there were no problems with the device and it was not involved in the pt's death, since the fluid pocket was well above the proximal end of the proximal device.